Event description:
It was reported that this device displayed safety mode. This patient underwent a changeout procedure in which this device was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device displayed safety mode. This patient underwent a changeout procedure in which this device was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.